Event description:
Rod broke at distal part; broken part remained inside pt because surgeon did not want to take the risk of a second surgery. It was not possible to remove part during original surgery.